Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 dexcom cgm had alerted him of his hypoglycemic event. Patient¿s parents heard the alerts and found patient unresponsive and sweating. Paramedics were called and treated patient. Patient has agreed to send cgm data for dexcom to investigate cgm values around the time of the hypoglycemic event.